Manufacturer narrative:
This MDR is being submitted late due to a complaint management system transition. During reconciliation and review activities following the system migration, this event was identified as meeting MDR reporting criteria under 21 cfr part 803. Upon identification of the reporting obligation, beta bionics initiated submission of this MDR.

Event description:
It was reported that after the patient removed an fsl 3+ sensor and applied a new one, the sensor would not pair and generated a pairing failed alert until the ilet pump was restarted, after which warmup began; this reflects an intermittent communication failure involving the electrical/magnetic subsystem, specifically the antenna. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem consistent with an intermittent communication failure traced to the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was component failure.